Manufacturer narrative:
One ECG lead set was returned for failure analysis. The cable was missing one patient electrode connector and showing signs of contaminations on every single of those connectors. This could play a significant role in the nature of the ECG data signals that could be intermittent.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the lead set failed during the ops check. The device was not in use on a patient.